Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The unstable stent was unable to be confirmed as the stent was returned dislodged. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The investigation was unable to determine a cause for the reported difficulty of the stent being unstable on the balloon. The noted stent damage and dislodgment was the result of inadvertent mishandling during packaging for return. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpacking of a 5.0x12mm herculink elite stent delivery system (sds) the distal end of the stent was noted to be partially off of the balloon. There was no resistance noted during removal of the protective sheath. There was no other damage noted to the sds or the device packaging. The device was not used and there was no patient involvement. A new herculink elite sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.